Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is 15.3 mmol/l. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response on up arrow button due to moisture on keypad traces. No unexpected numbers ramping noted. Insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.